Event description:
Patient sex: unknown. Procedure type: bladder augmentation. According to the reporter: there was bleeding and leakage along the mucosal edges of the anastomotic staple line. Unanticipated blood loss occurred in an unk quantity. Surgeon repaired by hand-sewing.

Manufacturer narrative:
.